Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed the reported driveline fault alarms; however, a specific cause for this event could not conclusively be determined. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. The submitted log file contained data from 21mar2021 through 07apr2021. Intermittent driveline fault alarms were observed throughout the log file. The driveline fault alarms did not appear to interrupt pump function; the pump operated above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. The section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 14oct2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline fault alarms and driveline revision reported under MFR # 2916596-2020-06175. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had known driveline fault alarms and had the external portion of the driveline exchanged in (B)(6) 2021. The review of the alarms history showed multiple driveline alarm faults. The log file review confirmed intermittent driveline fault alarms all throughout the log. The log did not have any pump stops. A driveline revision was performed on (B)(6) 2021. The driveline monitoring value showed phase 2 was still having some issue. The rest of the log consisted of a few pulsatility index (pi) events as well as routine power changes. There were no other notable alarm conditions or parameter changes in the log file. The driveline fault alarms did not resolve. It was discussed with patient and his family the options available and it was decided the option of palliation.